Event description:
It was reported to nova biomedical, that a consumer received a result of 27 mg/dl on their blood glucose meter. The consumer immediately performed an add'l two more tests using the same meter and strips getting results of 67 mg/dl and 72 mg/dl. The difference in the readings was determined to be clinically significant. The test strips were all used up, therefore, nothing will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed. Note: nothing is due back from the consumer.